Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: partially broken retainer, broken belt clip rails, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case, serial number label missing, cracked keypad overlay and stained keypad overlay. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) was noted. Unit was also received with partially broken retainer making it unable to lock a test p-cap. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712kl was returned for analysis.